Event description:
It was reported that the infusion set patch was wet due to leakage and patient experienced high blood glucose levels on (b)(6) 2025.

Manufacturer narrative:
E1: Name: (b)(6)Country: SwitzerlandStreet: (b)(6). Based on the available information, this event is deemed to be a Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.